Event description:
It was reported that this patient received an inappropriate shock form this subcutaneous implantable cardioverter defibrillator (s-ICD) system while driving. The noise could not be reproduced with isometrics and pocket manipulations. It was noted that the patient will be getting chest x-rays. A previous inappropriate shock had been delivered due to t-wave oversensing while in the secondary vector. No additional adverse patient effects were reported. The clinic has no further actions planned. Currently, this s-ICD system remains in service.